Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the user interface pcb assembly, the system controller pcb assembly and the user interface to stack flex cable assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that the service indicator led on their device was illuminated. It was observed that the device had logged multiple event codes into the memory. The customer also reported that the device's display was white, which is indicative for a device lock-up. Only occasionally the device's display would show correctly. There was no patient use associated with the reported event.